Manufacturer narrative:
The reported event, of broken clip, related to the patient pack was not found. The patient pack, lot # 1263004 was visually inspected for any anomalies and the issues, as reported, could not be confirmed. The returned patient pack had a missing male clip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during controller setup prior to implant, when the controller and batteries were put in the carrying case, the clip on the case broke.  The carrying case was exchanged. There was no patient involvement.